Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4194 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005.

Event description:
It was reported that there was an issue with the device battery longevity. The device was explanted and replaced. No patient complic ations have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.